Manufacturer narrative:
H6: updated patient codes. H6: updated device code. H6: updated conclusion codes. Previous patient codes (1690, 1695, 3191: appropriate term/code not available for ¿drainage of intraabdominal abscess¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2002 through (B)(6) 2013 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) 2002 through (B)(6) 2003 were not provided. Patient information: medical history: smoking. Prior surgical procedures: prior hernia repair without mesh [unknown date]. ¿previous repair of an umbilical or epigastric hernia using a mesh plug¿ [unknown date] ¿subsequently became infected and required removal¿ ¿after clearing the infection and allowing the wound to heal the patient returned to the operating room for laparoscopic repair of her recurrent hernia.¿ implant preoperative complaints: on (B)(6) 2002: patient was seen for abdominal pain ¿just to the left of her umbilicus. It is worse with movement. She states she picked up something yesterday and it became severe, constant.¿ ¿there is a small ventral wall hernia on the anterior abdomen just to the left of the umbilicus. It is worse with pressing, worse when she tries to sit up but fi she lies down, it is totally normal.¿ on (B)(6) 2002: ¿this 36-year-old lady is admitted for repair of a recurrent ventral hernia. She had a repair above her belly button done four years ago without mesh. She had an infection afterwards, drained, and healed by secondary intention. She had no problems until a month ago when she fell [sic] a straining at work. She had severe pain, was seen in the emergency room and referred and found to have a reducible hernia and is now admitted for repair. We have discussed options. I have recommended laparoscopic repair.¿ ¿this has not been incarcerated and she denies gi symptoms but she does have considerable pain.¿ ¿she does smoke 7 or 8 cigarettes a day, drinks occasionally.¿ ¿there is a small reducible hernia in the base of the umbilicus and a question of recurrence above that where there is a short midline scar above the umbilicus.¿ implant procedure: laparoscopy and repair of ventral hernia with ¿dualmesh¿ patch. Implant: gore® dualmesh® plus biomaterial (01526359/1dlmcp04) 15 x 19cm, oval. Implant date: (B)(6) 2002. Description of hernia being treated: ¿a veress needle was inserted through a left lateral subcostal incision and the abdomen was insufflated to 15 mmhg using co2. A 5 mm trocar was followed by a camera. This demonstrated no adhesions to the abdominal wall. Properitoneal fat in the area of the hernias. Normal liver, gallbladder, stomach and intestines visualized. A second 5 mm port was placed on the left side caudally and a 10 mm port was placed in between them. We switched to a 10 mm camera. There were two defects in the abdominal wall. One was at the umbilicus and contained a small amount of properitoneal fat. The other was several cm above it and contained some incarcerated fat actually from the falciform. This was reduced. The edge of the two defects was outlined on the abdominal wall and was probably 5 x 8 cm.¿ implant size and fixation:¿ a dualmesh + patch was oriented and trimmed so that it was about 8 x 11 cm in order to go 3 cm outside the measured defects. It was rolled up and placed into the abdominal cavity, unrolled and oriented appropriately. Four (4) 0 prolene sutures had been placed at the corners of the patch. Using the gore suture passer, we identified spots a little bit outside the orientation of the sutures and through very small incisions, passed ail four sutures. The fourth one actually was broken tying and the suture was replaced, again using the suture passer. The sutures were pulled up and it was seen that orientation was good. Tension on the patch was good and we felt secure in the repair. The sutures were ligated after which a pro-tack tacking device was used to tack down the edges of the mesh to prevent movement. After which additional sutures were placed, actually five additional sutures, no more than 5 cm apart to hold the patch in place. These were again done using 0 prolene and the gore suture passer. Upon completion, it was felt that the patch was quite secure.¿ no post-operative records were provided. Relevant medical information: on (B)(6) 2003: ¿patient c/o [complains of] abd [abdominal] pain times 2 days, thought it was related to her period which she is done with yesterday, also thought it could be from eating too much spicy food, has a hx [history] of hernia¿s with surg [surgery]/and mesh placement. Now abd ¿swollen¿ and ¿cannot take the pain anymore.¿ took a co-workers pain med to see if it would help ¿no¿ change.¿ ¿patient...has three days of continuous periumbilical and supraumbilical abdominal pain. The pains go towards the epigastrium, but seem to focus just above the umbilicus. Patient has nausea, but no vomiting.¿ ¿she has trace tenderness in the epigastrium and right upper quadrant. 1+ tenderness above the umbilicus. She has a well-healed scar just above the umbilicus, but it is from hernia repair and there is no evidence of recurrent hernia.¿ on (B)(6) 2003: abdominal x-ray: ¿impression: bowel gas pattern is normal. Multiple metallic surgical clips overlie the mid abdomen.¿ ¿impression: no evidence of bowel obstruction, bowel perforation or pneumonia. Previous abdominal surgery.¿ on (B)(6) 2003: emergency room: ¿the patient states that she began having some right upper quadrant pain about a week ago which she describes as sharp, 10/10 severity, intermittent in nature with no radiation. She states that food seems to make it worse, nothing makes it better. She admits to some nausea and vomiting and states that she thinks she spat up a little blood. She states that she also has had some red what looks like blood to her in her urine.¿ ¿abdomen: soft. She does have some epigastric tenderness to deep palpation, as well as some right upper quadrant tenderness.¿ ¿assessment: 1. Gastritis. 2. Abdominal pain most likely secondary to #1.¿ on (B)(6) 2003: ultrasound right upper quadrant, abdomen: ¿impression: single, small, echogenic focus in the gallbladder neck most likely represents gallstone.¿ explant preoperative complaints: on (B)(6) 2003: [the patient] ¿...is a 37-year-old otherwise healthy woman who underwent previous repair of an umbilical or epigastric hernia using a mesh plug. This subsequently became infected and required removal. After clearing the infection and allowing the wound to heal the patient returned to the operating room for laparoscopic repair of her recurrent hernia. The patient has done well until recently. She has reported a one month history of worsening abdominal discomfort. She is presently admitted via the emergency department secondary to abdominal pain and evidence of small bowel obstruction. CT scan demonstrates a probable small bowel obstruction with transition zone associated with significant inflammation and fluid surrounding her mesh. This mesh is a baird[sic]dualmesh plus.¿ explant procedure: exploratory laparotomy with lysis of adhesions, complete excision of infected mesh, small bowel resection with primary reanastomosis, appendectomy with primary closure of abdominal wall. Explant date: (B)(6) 2003 [hospitalization dates unknown]. ¿at the time of surgery the patient was found to have purulent fluid deep to the mesh of repair. This demonstrated gram positive cocci. Dense adhesions from the omentum and small bowel were present at the periphery of this process. A 24 inch segment of small bowel required resection secondary to serosal tearing and kinking which could not be corrected.¿ ¿a palpable fullness was present in the central abdomen and the site of previous hernia repair. A vertical midline incision was made through the upper abdomen superior to this process. Midline fascia was identified and incised. The preperitoneal tissues were dissected and then opened. The abdominal cavity was entered. Palpation of the process inferiorly demonstrated dense omental and bowel adhesions to the anterior abdominal wall at the site of previous mesh repair. Using careful blunt dissection adhesions were carefully separated from the anterior abdominal wall. An abscess cavity was subsequently entered deep to the mesh. A sample of this was sent for gram stain, culture and sensitivity. Gram stain returned as gram-positive cocci. As the under surface of the mesh was cleared of tissue the incision was carried inferiorly to below the umbilicus. Omental adhesions to the process were taken down using cautery. Small bowel adhesions to this process were taken down bluntly. Ultimately complete separation of the abdominal viscera from the anterior abdominal wall was made. At this time the mesh was approached both anteriorly and from the inside the abdomen. Dense inflammatory changes were present superficial to the mesh , and abscess deep. The mesh was then completely excised from the abdominal wall using both blunt and sharp dissection. All tacks and as many prolene sutures as possible were removed. With full exposure of the abdomen additional omental adhesions were taken down. The portion of matted and inflamed small bowel which had formed a portion of the abscess wall was delivered centrally into the wound. An adhesiolysis using both blunt and sharp dissection was undertaken. Following completion of this maneuver a 24 inch segment of inflamed small bowel appeared as if resection would be most accommodating to prevent future problem secondary to serosal tears and possible fistulization. One serosal tear distal to the process was closed using lembert silk sutures. Proximal to this a 24 inch segment of bowel was outlined for resection. The endoscopic gia stapler was used to transect the bowel on either side of the process. The mesentery was serially divided between clamps and ligated using vicryl. He more inflamed areas of mesentery were suture ligated to prevent bleeding. The resected small bowel ends were positioned for primary side-to-side stapled anastomosis. The common defect was closed using a running chromic and inverting silk lembert sutures. A securing stitch was placed at the crotch of the anastomosis. The mesenteric defect was closed using 2-0 vicryl suture.¿ ¿a midline mass running closure of the abdominal wall was performed using #1 maxon initiated from each wound apex and secured in the center. The inferior portion of the wound does not demonstrate identifiable fascia. Essentially fascia and inflamed tissues were closed likely incorporating scar tissue from the previous hernia repair. The wound was copiously irrigated with ancef irrigation. The upper parts of the wound was closed with staples. The wound adjacent to the umbilicus and inflammation was packed using ancef soaked gauze. A dry bulky dressing was placed.¿ pathology and culture reports for specimens collected during the (B)(6) 2003 procedure were not provided. Conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use further warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 01526359. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. Previous patient codes (1690, 1695, 3191: appropriate term/code not available for ¿drainage of intraabdominal abscess¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span august 3, 2002 through october 29, 2013 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from september 24, 2002 through july 12, 2003 were not provided. Patient information: medical history: smoking prior surgical procedures: prior hernia repair without mesh [unknown date] ¿previous repair of an umbilical or epigastric hernia using a mesh plug¿ [unknown date] ­ ¿subsequently became infected and required removal¿ ¿after clearing the infection and allowing the wound to heal the patient returned to the operating room for laparoscopic repair of her recurrent hernia.¿ implant preoperative complaints: (B)(6) 2002: patient was seen for abdominal pain ¿just to the left of her umbilicus. It is worse with movement. She states she picked up something yesterday and it became severe, constant.¿ ¿there is a small ventral wall hernia on the anterior abdomen just to the left of the umbilicus. It is worse with pressing, worse when she tries to sit up but fi she lies down, it is totally normal.¿ (B)(6) 2002: ¿this 36-year-old lady is admitted for repair of a recurrent ventral hernia. She had a repair above her belly button done four years ago without mesh. She had an infection afterwards, drained, and healed by secondary intention. She had no problems until a month ago when she fell [sic] a straining at work. She had severe pain, was seen in the emergency room and referred and found to have a reducible hernia and is now admitted for repair. We have discussed options. I have recommended laparoscopic repair.¿ ¿this has not been incarcerated and she denies gi symptoms but she does have considerable pain.¿ ¿she does smoke 7 or 8 cigarettes a day, drinks occasionally.¿ ¿there is a small reducible hernia in the base of the umbilicus and a question of recurrence above that where there is a short midline scar above the umbilicus.¿ implant procedure: laparoscopy and repair of ventral hernia with ¿dualmesh¿ patch. Implant: gore® dualmesh® plus biomaterial (01526359/1dlmcp04) 15 x 19cm, oval. Implant date: (B)(6) 2002, description of hernia being treated: ¿a veress needle was inserted through a left lateral subcostal incision and the abdomen was insufflated to 15 mmhg using co2. A 5 mm trocar was followed by a camera. This demonstrated no adhesions to the abdominal wall. Properitoneal fat in the area of the hernias. Normal liver, gallbladder, stomach and intestines visualized. A second 5 mm port was placed on the left side caudally and a 10 mm port was placed in between them. We switched to a 10 mm camera. There were two defects in the abdominal wall. One was at the umbilicus and contained a small amount of properitoneal fat. The other was several cm above it and contained some incarcerated fat actually from the falciform. This was reduced. The edge of the two defects was outlined on the abdominal wall and was probably 5 x 8 cm.¿ implant size and fixation:¿ a dualmesh + patch was oriented and trimmed so that it was about 8 x 11 cm in order to go 3 cm outside the measured defects. It was rolled up and placed into the abdominal cavity, unrolled and oriented appropriately. Four (4) 0 prolene sutures had been placed at the corners of the patch. Using the gore suture passer, we identified spots a little bit outside the orientation of the sutures and through very small incisions, passed ail four sutures. The fourth one actually was broken tying and the suture was replaced, again using the suture passer. The sutures were pulled up and it was seen that orientation was good. Tension on the patch was good and we felt secure in the repair. The sutures were ligated after which a pro-tack tacking device was used to tack down the edges of the mesh to prevent movement. After which additional sutures were placed, actually five additional sutures, no more than 5 cm apart to hold the patch in place. These were again done using 0 prolene and the gore suture passer. Upon completion, it was felt that the patch was quite secure.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2003: ¿patient c/o [complains of] abd [abdominal] pain times 2 days, thought it was related to her period which she is done with yesterday, also thought it could be from eating too much spicy food, has a hx [history] of hernia¿s with surg [surgery]/and mesh placement. Now abd ¿swollen¿ and ¿cannot take the pain anymore.¿ took a co-workers pain med to see if it would help ¿no¿ change.¿ ¿patient...has three days of continuous periumbilical and supraumbilical abdominal pain. The pains go towards the epigastrium, but seem to focus just above the umbilicus. Patient has nausea, but no vomiting.¿ ¿she has trace tenderness in the epigastrium and right upper quadrant. 1+ tenderness above the umbilicus. She has a well-healed scar just above the umbilicus, but it is from hernia repair and there is no evidence of recurrent hernia.¿ (B)(6) 2003: abdominal x-ray: ¿impression: bowel gas pattern is normal. Multiple metallic surgical clips overlie the mid abdomen.¿ ¿impression: no evidence of bowel obstruction, bowel perforation or pneumonia. Previous abdominal surgery.¿ (B)(6) 2003: emergency room: ¿the patient states that she began having some right upper quadrant pain about a week ago which she describes as sharp, 10/10 severity, intermittent in nature with no radiation. She states that food seems to make it worse, nothing makes it better. She admits to some nausea and vomiting and states that she thinks she spat up a little blood. She states that she also has had some red what looks like blood to her in her urine.¿ ¿abdomen: soft. She does have some epigastric tenderness to deep palpation, as well as some right upper quadrant tenderness.¿ ¿assessment: 1. Gastritis. 2. Abdominal pain most likely secondary to #1.¿ (B)(6) 2003: ultrasound right upper quadrant, abdomen: ¿impression: single, small, echogenic focus in the gallbladder neck most likely represents gallstone.¿ explant preoperative complaints: (B)(6) 2003: [the patient] ¿...is a 37-year-old otherwise healthy woman who underwent previous repair of an umbilical or epigastric hernia using a mesh plug. This subsequently became infected and required removal. After clearing the infection and allowing the wound to heal the patient returned to the operating room for laparoscopic repair of her recurrent hernia. The patient has done well until recently. She has reported a one month history of worsening abdominal discomfort. She is presently admitted via the emergency department secondary to abdominal pain and evidence of small bowel obstruction. CT scan demonstrates a probable small bowel obstruction with transition zone associated with significant inflammation and fluid surrounding her mesh. This mesh is a baird[sic]dualmesh plus.¿ explant procedure: exploratory laparotomy with lysis of adhesions, complete excision of infected mesh, small bowel resection with primary reanastomosis, appendectomy with primary closure of abdominal wall. Explant date: (B)(6), 2003 ¿at the time of surgery the patient was found to have purulent fluid deep to the mesh of repair. This demonstrated gram positive cocci. Dense adhesions from the omentum and small bowel were present at the periphery of this process. A 24 inch segment of small bowel required resection secondary to serosal tearing and kinking which could not be corrected.¿ ¿a palpable fullness was present in the central abdomen and the site of previous hernia repair. A vertical midline incision was made through the upper abdomen superior to this process. Midline fascia was identified and incised. The preperitoneal tissues were dissected and then opened. The abdominal cavity was entered. Palpation of the process inferiorly demonstrated dense omental and bowel adhesions to the anterior abdominal wall at the site of previous mesh repair. Using careful blunt dissection adhesions were carefully separated from the anterior abdominal wall. An abscess cavity was subsequently entered deep to the mesh. A sample of this was sent for gram stain, culture and sensitivity. Gram stain returned as gram-positive cocci. As the under surface of the mesh was cleared of tissue the incision was carried inferiorly to below the umbilicus. Omental adhesions to the process were taken down using cautery. Small bowel adhesions to this process were taken down bluntly. Ultimately complete separation of the abdominal viscera from the anterior abdominal wall was made. At this time the mesh was approached both anteriorly and from the inside the abdomen. Dense inflammatory changes were present superficial to the mesh , and abscess deep. The mesh was then completely excised from the abdominal wall using both blunt and sharp dissection. All tacks and as many prolene sutures as possible were removed. With full exposure of the abdomen additional omental adhesions were taken down. The portion of matted and inflamed small bowel which had formed a portion of the abscess wall was delivered centrally into the wound. An adhesiolysis using both blunt and sharp dissection was undertaken. Following completion of this maneuver a 24 inch segment of inflamed small bowel appeared as if resection would be most accommodating to prevent future problem secondary to serosal tears and possible fistulization. One serosal tear distal to the process was closed using lembert silk sutures. Proximal to this a 24 inch segment of bowel was outlined for resection. The endoscopic gia stapler was used to transect the bowel on either side of the process. The mesentery was serially divided between clamps and ligated using vicryl. He more inflamed areas of mesentery were suture ligated to prevent bleeding. The resected small bowel ends were positioned for primary side-to-side stapled anastomosis. The common defect was closed using a running chromic and inverting silk lembert sutures. A securing stitch was placed at the crotch of the anastomosis. The mesenteric defect was closed using 2-0 vicryl suture.¿ ¿a midline mass running closure of the abdominal wall was performed using #1 maxon initiated from each wound apex and secured in the center. The inferior portion of the wound does not demonstrate identifiable fascia. Essentially fascia and inflamed tissues were closed likely incorporating scar tissue from the previous hernia repair. The wound was copiously irrigated with ancef irrigation. The upper parts of the wound was closed with staples. The wound adjacent to the umbilicus and inflammation was packed using ancef soaked gauze. A dry bulky dressing was placed.¿ pathology and culture reports for specimens collected during the (B)(6) 2003 procedure were not provided. Conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use further warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 01526359. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D7: added explant date. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6)2002 were not provided, including records for repair of an umbilical or epigastric hernia using a mesh plug, removal of the mesh plug, and treatment of infection and wound. Operative records dated (B)(6)2002 indicated the patient underwent laparoscopy and repair of ventral hernia with dualmesh patch . The records dated (B)(6)2002 state: ¿a veress needle was inserted through a left lateral subcostal incision and the abdomen was insufflated to 15 mmhg using co2. A 5 mm trocar was followed by a camera. This demonstrated no adhesions to the abdominal wall. Properitoneal fat in the area of the hernias. Normal liver, gallbladder, stomach and intestines visualized.¿ the operative records dated (B)(6) 2002 continue: ¿a second 5 mm port was placed on the left side caudally and a 10 mm port was placed in between them. We switched to a 10 mm camera. There were two defects in the abdominal wall. One was at the umbilicus and contained a small amount of properitoneal fat. The other was several cm above it and contained some incarcerated fat actually from the falciform. This was reduced.¿ the (B)(6) 2002 operative records state: ¿the edge of the two defects was outlined on the abdominal wall and was probablv 5 x 8 cm. A dualmesh + patch was oriented and trimmed so that it was about 8 x 11 cm in order to go 3 cm outside the measured defects. It was rolled up and placed into the abdominal cavity, unrolled and oriented appropriately. Four (4) 0 prolene sutures had been placed at the corners of the patch.¿ the records dated (B)(6) 2002 continue: ¿using the gore suture passer, we identified spots a little bit outside the orientation of the sutures and through very small incisions, passed ail four sutures. The fourth one actually was broken tying and the suture was replaced, again using the suture passer. The sutures were pulled up and it was seen that orientation was good. Tension on the patch was good and we felt secure in the repair.¿ the (B)(6)2002 operative report states: ¿the sutures were ligated after which a pro-tack(?) Tacking device was used to tack down the edges of the mesh to prevent movement. After which additional sutures were placed, actually five additional sutures, no more than 5 cm apart to hold the patch in place. These were again done using 0 prolene and the gore suture passer. Upon completion, it was felt that the patch was quite secure. Hemostasis was good.¿ operative records dated (B)(6)2003 indicate the patient underwent exploratory laparotomy with lysis of adhesions, complete excision of infected mesh, small bowel resection with primary reanastomosis, appendectomy and primary closure of abdominal wall. The records dated (B)(6)2003 state the patient ¿¿is a 37-year-old otherwise healthy woman who underwent previous repair of an umbilical or epigastric hernia using a mesh plug. This subsequently became infected and required removal. After clearing the infection and allowing the wound to heal the patient returned to the operating room for laparoscopic repair of her recurrent hernia.¿ the operative records dated (B)(6)2003 continue: ¿the patient has done well until recently. She has reported a one month history of worsening abdominal discomfort. She is presently admitted via the emergency department secondary to abdominal pain and evidence of small bowel obstruction. CT scan demonstrates a probable small bowel obstruction with transition zone associated with significant inflammation and fluid surrounding her mesh. This mesh is a baird [sic] dualmesh plus.¿ operative findings dated (B)(6)2003 state: ¿at the time of surgery the patient was found to have purulent fluid deep to the mesh of repair. This demonstrated gram positive cocci. Dense adhesions from the omentum and small bowel were present at the periphery of this process. A 24 inch segment of small bowel required resection secondary to serosal tearing and kinking which could not be corrected.¿ records dated (B)(6)2003 continue: ¿a palpable fullness was present in the central abdomen and the site of previous hernia repair. A vertical midline incision was made through the upper abdomen superior to this process. Midline fascia was identified and incised. The preperitoneal tissues were dissected and then opened. The abdominal cavity was entered.¿ records dated (B)(6) 2003 state: ¿palpation of the process inferiorly demonstrated dense omental and bowel adhesions to the anterior abdominal wall at the site of previous mesh repair. Using careful blunt dissection adhesions were carefully separated from the anterior abdominal wall. An abscess cavity was subsequently entered deep to the mesh. A sample of this was sent for gram stain, culture and sensitivity. Gram stain returned as gram-positive cocci.¿ operative records dated (B)(6) 2003 continue: ¿as the under surface of the mesh was cleared of tissue the incision was carried inferiorly to below the umbilicus. Omental adhesions to the process were taken down using cautery. Small bowel adhesions to this process were taken down bluntly. Ultimately complete separation of the abdominal viscera from the anterior abdominal wall was made. At this time the mesh was approached both anteriorly and from the inside the abdomen. Dense inflammatory changes were present superficial to the mesh, and abscess deep.¿ the (B)(6)2003 operative records continue: ¿the mesh was then completely excised from the abdominal wall using both blunt and sharp dissection. All tacks and as many prolene sutures as possible were removed. With full exposure of the abdomen additional omental adhesions were taken down. The portion of matted and inflamed small bowel which had formed a portion of the abscess wall was delivered centrally into the wound. An adhesiolysis using both blunt and sharp dissection was undertaken.¿ the operative records dated (B)(6) 2003 state: ¿following completion of this maneuver a 24 inch segment of inflamed small bowel appeared as if resection would be most accommodating to prevent future problem secondary to serosal tears and possible fistulization. One serosal tear distal to the process was closed using lembert silk sutures. Proximal to this a 24 inch segment of bowel was outlined for resection. The endoscopic gia stapler was used to transect the bowel on either side of the process. The mesentery was serially divided between clamps and ligated using vicryl.¿ the records dated (B)(6)2003 continue: ¿the more inflamed areas of mesentery were suture ligated to prevent bleeding. The resected small bowel ends were positioned for primary side-to-side stapled anastomosis. The common defect was closed using a running chromic and inverting silk lembert sutures. A securing stitch was placed at the crotch of the anastomosis. The mesenteric defect was closed using 2-0 vicryl suture.¿ operative records dated (B)(6)2003 continue: ¿the appendix was easily visualized. The mesoappendix was serially divided with clamps and ligated. The appendix was transected at its junction with the cecum using a single firing of the gia stapler. The omental components of the adhesions were serially inspected and hemostasis achieved. Confirmation by nasogastric tube within the stomach was made. The abdomen was copiously irrigated with saline irrigation.¿ the (B)(6) 2003 records state: ¿a midline mass running closure of the abdominal wall was performed using #1 maxon initiated from each wound apex and secured in the center. The inferior portion of the wound does not demonstrate identifiable fascia. Essentially fascia and inflamed tissues were closed likely incorporating scar tissue from the previous hernia repair. The wound was copiously irrigated with ancef irrigation. The upper parts of the wound was closed with staples. The wound adjacent to the umbilicus and inflammation was packed using ancef soaked gauze. A dry bulky dressing was placed.¿ culture reports for specimens collected during the (B)(6)2003 procedure were not provided. Records between (B)(6)2003 and (B)(6)2006 were not provided. Discharge summary records signed (B)(6)2006 indicate patient was admitted(B)(6)2006 and discharged (B)(6)2006. These records indicate an operative date of (B)(6)2006. Operative records state the patient underwent exploratory laparotomy, lysis of adhesion, resection of small bowel, repair of incisional hernia, drainage of intraabdon1inal abscess. The patient ¿¿is a 39-year-old female with a history of nausea and vomiting and a CT scan consistent with a high-grade small bowel obstruction. She failed conservative management and, therefore, is taken to the operating room for exploration.¿ operative findings dated (B)(6)2006 state: ¿there was a high-grade small bowel obstruction in the mid small bowel. There was a dense inflammatory mass adjacent to a previous stapled suture line. Within this knot of small bowel, there was a small abscess cavity. Cultures were taken. There were no other gross abnormalities with the exception of some benign-appearing ascites.¿ operative records dated (B)(6)2006 continue: ¿the previous midline incision, was opened, dissection carried down into the abdominal cavity. We then spent one-hour lysing old adhesions until we were able to examine the bowel. We followed the distended dilated small bowel down to a mass of knotted small bowel associated with dense inflammation. Beyond this, there was a completely decompressed small intestine.¿ records dated (B)(6)2006 state: ¿while trying to mobilize this inflammatory mass, we encountered a small abscess pocket with a purulent foul-smelling material. We sent cultures. We then decided to resect approximately one foot of the small bowel that was knotted into this convoluted mass. We did so with gia 60 3. 8 stapler and mesentery was divided between clamps and suture ligated. We performed a handsewn side-to-side anastomosis with 4-0 maxon on the inner layer and a 3-0 polysorb on the outer layer. The ends were reinforced with interrupted 3-0 polysorb sutures.¿ the (B)(6)2006 records continue: ¿the mesenteric trap was closed. We then replaced the intestines into the abdominal cavity ensuring that they were positioned comfortably. We draped the omentum on top of the small intestine below the umbilicus. We then placed a piece of separate film . Prior to closing we excised the patient's previous hernia sack, closed the midline incision with a running number one maxon suture being sure to take wide bites to enclose the previous hernia.¿ records between (B)(6)2006 and(B)(6)2013 were not provided. Operative records dated (B)(6)2013 indicate the patient underwent recurrent incarcerated incisional hernia repair with 15 x 20 cm physiomesh. The patient ¿¿is a 47-year-old female who has a recurrent incarcerated incisional hernia which is painful, bulging out, getting worse, and repair is indicated at this time.¿ the (B)(6)2013 operative records state: ¿an elliptical incision was made around the incarcerated incisional hernia and around the umbilicus, around the old scar. We deepen down through the subcutaneous tissue with the electrocautery. We began to see incarcerated omentum which we tried to dissect down as much as possible. It was all caught up into the umbilicus and scar tissue. We dissected on both sides, and we opened up the midline fascia.¿ the operative records dated (B)(6)2013 continue: ¿we got into the peritoneal cavity. There were extensive intra-abdominal adhesions up against the anterior abdominal wall. We began to take these down with sharp dissection and electrocautery as needed. We continued to free up the fascia all the way around the umbilicus until just the incarcerated omentum and umbilicus was up and free.¿ records dated (B)(6)2013 state: ¿we then divided through the omentum with the electrocautery and then sent this to pathology for evaluation. We then passed this off the operating room table and sent to pathology for evaluation. We then began to take down all the adhesions to the undersurface of the anterior abdominal wall all the way around. We took these adhesions down and back at least 5 cm so that we could get a piece of mesh in there .¿ operative records dated (B)(6)2013 continue: ¿we then washed out the abdomen and suctioned it free. Adequate hemostasis was noted. We then took a 15 x 20 cm physiomesh. We placed the physiomesh inside the abdominal cavity underneath the fascia. We then sutured it to the undersurface of the fascia, at least 4 or 5 different locations all the way around, holding it up to the anterior abdominal wall. We then rolled the edges and then secured the mesh to the fascia all the way around using the secure strap. We did this on both the left and right sides and had the mesh held up nicely.¿ the (B)(6)2013 records state: ¿we then washed out the abdomen again. We placed a 10 mm jp drain through a separate stab incision in the left lower quadrant, and placed it on top of the mesh, sutured it in place with 2-0 silk suture. We then closed the midline fascia using 0 prolene running suture from above and below, tied in the middle. We then hooked the jp drain to bulb suction as per routine. We irrigated out the subcutaneous tissue. We closed subcutaneous tissue with 3-0 vicryl interrupted sutures. Skin was reapproximated using 4- 0 vicryl subcuticular stitch in a continuous running fashion.¿ the records confirm an ethicon physiomesh (non-gore device) was used during the procedure. Pathology reports from the (B)(6)2013 procedure were not provided. Operative records dated (B)(6)2013 indicate the patient underwent incision and drainage of abdominal wound infection. The patient ¿¿is a 47-year-old female who is 2 weeks status post recurrent incisional hernia repair with mesh. The patient has developed an abdominal wound infection, and washout is indicated at this time.¿ operative records dated(B)(6)2013 state: ¿the abdominal wound is opened a little bit. I examined it, and it undermines under most of the abdominal wound. We, therefore, took the scalpel and split the abdominal wound open. Some old hematoma and some purulent drainage was all suctioned out. We then washed everything out with copious amounts of saline, suctioned it free, controlled hemostasis with the electrocautery and with pressure. The fascial sutures are intact. There is no evidence of a problem underneath the fascia. I washed out the jp drain site as well. Does not appear to be infected.¿ the (B)(6)2013 operative records continue: ¿I then packed the jp drain site with about 18 inches of 1/2-inch nu gauze. The abdominal wound was then packed open with moist kerlix gauze. The 4 x 4s, abd, and tape dressing were then placed as per routine.¿ operative records dated (B)(6)2013 indicate the patient underwent excision of infected abdominal wall mesh and closure. The patient ¿¿is a 47-year-old female who is 1 month status post recurrent and incarcerated incisional hernia repair with mesh. The patient now has infection of mesh and purulent drainage in her abdomen and washout and removal of mesh is indicated at this time.¿ the records dated (B)(6)2013 state: ¿we began by grasping the midline sutures. We began to cut these out and as we cut them out and opened up the fascia, we began to note the mesh which was not incorporated at all underneath the fascia. There is purulent drainage. We began by pulling on the mesh and beginning to pull it down from the anterior abdominal wall. We cut out the sutures that were holding it to the anterior abdominal wall.¿ the records dated (B)(6)2013 continue: ¿we cut out the sutures that were holding it to the anterior abdominal wall. We started and pulled it out on the left side and then on the right side, the mesh was completely pulled down from the anterior abdominal wall. All the tacks were removed and the sutures were removed and the mesh was sent to pathology for gross evaluation.¿ the (B)(6)2013 records state: ¿we then irrigated out the abdomen with copious amounts of saline and suctioned it free. The omentum and everything is walled off the infection. There is no bowel exposed. The omentum is over the bowel. There is no evidence of any intra-abdominal problems otherwise noted. The area contained with just where the mesh had been placed, everything was washed out with copious amounts of saline. We noted no other abnormalities.¿ pathology reports from the (B)(6)2013 procedure were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 8/3/2002, including records for the hernia ¿repair above her belly button done four years ago without mesh¿ as noted in the 9/23/2002 records, were not provided. Records for the ¿previous repair of an umbilical or epigastric hernia using a mesh plug¿ that ¿subsequently became infected and required removal¿ as noted in on (B)(6) 2003 records, were not provided. On (B)(6) 2003 records also mention that ¿after clearing the infection and allowing the wound to heal the patient returned to the operating room for laparoscopic repair of her recurrent hernia.¿ however, records detailing the infection treatment and wound progression were not provided. Records dated on (B)(6) 2002 state the patient was seen for abdominal pain ¿just to the left of her umbilicus. It is worse with movement. She states she picked up something yesterday and it became severe, constant.¿ abdominal exam notes state: ¿there is a small ventral wall hernia on the anterior abdomen just to the left of the umbilicus. It is worse with pressing, worse when she tries to sit up but fi she lies down, it is totally normal.¿ history and physical records dated on (B)(6) 2002 state: ¿this 36-year-old lady is admitted for repair of a recurrent ventral hernia. She had a repair above her belly button done four years ago without mesh. She had an infection afterwards, drained, and healed by secondary intention. She had no problems until a month ago when she fell [sic] a straining at work. She had severe pain, was seen in the emergency room and referred and found to have a reducible hernia and is now admitted for repair. We have discussed options. I have recommended laparoscopic repair.¿ ¿this has not been incarcerated and she denies gi symptoms but she does have considerable pain.¿ ¿she does smoke 7 or 8 cigarettes a day, drinks occasionally.¿ ¿abdomen: flat, soft. No organomegaly. There is a small reducible hernia in the base of the umbilicus and a question of recurrence above that where there is a short midline scar above the umbilicus.¿ ¿impression: recurrent ventral hernia.¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/01526359) was implanted during the procedure.¿ records between 9/23/2002 and 7/13/2003 were not provided. Records dated on (B)(6) 2003 state the patient was seen for abdominal pain. ¿patient c/o abd pain times 2 days, thought it was related to her period which she is done with yesterday, also thought it could be from eating too much spicy food, has a hx of hernia¿s with surg/and mesh placement. Now abd ¿swollen¿ and ¿cannot take the pain anymore.¿ took a co-workers pain med to see if it would help ¿no¿ change.¿ ¿patient has three days of continuous periumbilical and supraumbilical abdominal pain. The pains go towards the epigastrium, but seem to focus just above the umbilicus. Patient has nausea, but no vomiting.¿ ¿abdomen: soft and flat. She has trace tenderness in the epigastrium and right upper quadrant. 1+ tenderness above the umbilicus. She has a well-healed scar just above the umbilicus, but it is from hernia repair and there is no evidence of recurrent hernia. There is no rebound or percussion tenderness.¿ abdominal radiology records dated on (B)(6) 2003 state: ¿impression: bowel gas pattern is normal. Multiple metallic surgical clips overlie the mid abdomen.¿ ¿impression: no evidence of bowel obstruction, bowel perforation or pneumonia. Previous abdominal surgery.¿ records dated on (B)(6) 2003 state the patient was seen in the emergency room. ¿the patient states that she began having some right upper quadrant pain about a week ago which she describes as sharp, 10/10 severity, intermittent in nature with no radiation. She states that food seems to make it worse, nothing makes it better. She admits to some nausea and vomiting and states that she thinks she spat up a little blood. She states that she also has had some red what looks like blood to her in her urine.¿ ¿abdomen: soft. She does have some epigastric tenderness to deep palpation, as well as some right upper quadrant tenderness." ¿asssessment: 1. Gastritis. 2. Abdominal pain most likely secondary to #1.¿ records dated on (B)(6) 2003 indicate a right upper quadrant ultrasounds was performed for an indication of abdominal pain. ¿impression: single, small, echogenic focus in the gallbladder neck most likely represents gallstone.¿ records between 7/24/2003 and 11/7/2003 were not provided. Operative records dated on (B)(6) 2003 indicate the patient underwent exploratory laparotomy with lysis of adhesions, complete excision of infected mesh, small bowel resection with primary reanastomosis, appendectomy and primary closure of abdominal wall. The records state the patient ¿is a 37-year-old otherwise healthy woman who underwent previous repair of an umbilical or epigastric hernia using a mesh plug. This subsequently became infected and required removal. After clearing the infection and allowing the wound to heal the patient returned to the operating room for laparoscopic repair of her recurrent hernia.¿ records for the prior hernia repair ¿using a mesh plug¿, subsequent infection and removal, and wound course were not provided. Records from 2009 and 2010 indicate the patient was seen for continued complaints of abdominal pain, and imaging showed multiple fat containing umbilical hernias. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2002 whereby a gore dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: resection of small bowel, repair surgery, additional surgery, lysis of adhesions, drainage of intraabdominal abcess. Additional event specific information was not provided.